Manufacturer narrative:
**Device related data quality updates only** a correction of fields # d1 brand name and # d4 version or model # were required. D1 ¿ brand name - previous brand name: servo-I, corrected brand name: servo-I base unit d4 ¿ version or model # - previous version or model #: servo-I, corrected version or model #: 6487800. The UDI information is not available since the device was manufactured before 2015.

Event description:
Manufacturer's ref. #:(B)(4).

Manufacturer narrative:
The reported issue has been confirmed during evaluation of the received problem description and service report. Device log files were not provided. The ventilator was investigated on-site by our field service engineer (fse) who performed annual pm, as it hasn't been performed in years, and installed maintenance kit 5000h. After replacement of the maintenance kit, the ventilator was tested and it passed all functional and safety tests and was cleared for clinical use. According to the user¿s manuals for servo-I and service manuals for servo-I preventive maintenance must be performed by authorized personnel at least once a year or after every 5000 hours of operation. The status menu on the user interface shows the current operating time. The replaced parts were not returned for investigation, hence the root cause of the event has not been determined.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. Moreover, the ventilator was autocycling. There was no patient harm reported. Manufacturer's ref. (B)(4).